Event description:
While on site to investigate reported failed cuvette water blank tests on a unicel dxc 800 pro synchron system, a beckman coulter (bec) field service engineer (fse) observed cuvette overflow on the instrument during the maintenance wash cycle. The overflow leak was contained to the instrument. Personal protective equipment information was not provided. There was no report of direct exposure to the leak or of injury in connection with the leak. Erroneous results were not generated in connection with this event.

Manufacturer narrative:
The fse identified an overflow from the probes during the wash cycle, which led to the cuvette overflow. The fse replaced the waste line tubing and the cuvette wash two-way valve to resolve the probe overflow. There were no further leaks or failed cuvette water blank tests reported. (B)(4).